Manufacturer narrative:
D4 revised. E4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Placement signal issue: based on the relatively low snr for several pumps used across the console, there is potential that the console is related to the cause of the placement signal issue. Since data log review was inconclusive and product wasn't returned for investigation, the cause of the placement signal issue could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, a ¿placement signal not reliable¿ alarm was triggered. Pump positioning was confirmed via echo.